Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940 implantable tachy lead (B)(6) 1999. (B)(4).

Event description:
It was reported that during sensing test there was noted cross talk which looked like oversensing and afterwards there was an atrial pace (ap) followed by a ventricular sense/ventricular pace (vs/vp.) The patient will be monitored and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.